Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger h3: analysis of the recharger (serial: (B)(6)) found a no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller reported that for the last couple of days the recharger cord at the base where the wire is connected into the paddle has been getting really hot. Caller stated that it could burn their back but they can't tell if it left any marks. Caller added that it is also taking longer to charge the implanted neurostimulator. Agent recommended to monitor implant charging with replacement recharger and call back if issues persist. An email was sent to the repair department to replace the recharger.